Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The issue was resolved by providing the customer with information to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to contact support again if the problem reappears.